Manufacturer narrative:
H3: fault confirmed, power management pcb failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4); product ID: h3: no fault found. Nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: initial fault was due to pmb failure on the console. However, stim 1 is not operational. Fault was due to a faulty afe pcb. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new  malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pi box was not charging on the right dock of the console. They also reported that the pi box was not communicating with the console. There was no patient involvement. In the troubleshooting ts check battery status in both ports. Confirmed charging in left, but not right. No apparent physical damage to right port. Made sure pi box is able to make wired connection to console, but battery too low to attempt wireless connection. Additional information received that, visually, upper right of screen where it should show connected devices ¿ none staying connected even with wired box.